Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Failure (event) observed during analysis. Final analysis found that all five filars of the inner coil at the helix shaft were missing the weld, causing the lead to exhibit high lead impedance.